Event description:
During the vein harvest procedure, a small piece of material came loose from the instrumentation. The fragment was identified and located and removed from the sterile field. A second vein harvesting device was used successfully. There was no harm to the patient. This incident did not prolong the patient's hospitalization.